Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the barrel on a bd low-dose¿ u-100 insulin syringe with bd micro-fine¿ IV was found bowed/cracked prior to use. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
Investigation summary: customer returned a photo of a 1/2cc syringe. Customer states that there was an anomaly in the syringe. The attached photo was examined and exhibited a bowed/damaged barrel. A review of the device history record was completed for batch# 7121544. All inspections and challenges were performed per the applicable operations qc specifications. There was one notification noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Possible root cause: molding processing issue (parts were blocked and associate didn't back off the plastic infeed, water problems, overpacking, etc.). Material handling (duration of components being stored in totes).